Manufacturer narrative:
Implanted date: approximated based on the month and year the stent was implanted. Report source: medwatch# (B)(4). (B)(4). It is unknown if the device will be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was implanted during a procedure performed in (B)(6) 2021. Reportedly, the stent was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the stent removal procedure, the stent began to unravel and was difficult to remove. Reportedly, the stent was able to be removed except for a broken stent wire that was left in the duct. The patient was then transferred to a different facility for removal of the unretrieved wire. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.